Event description:
It was phoned in by the clinical specialist that the endoplege coronary sinus catheter was positioned in the coronary sinus, the md reposition the balloon and when they were in the process of deflating the balloon, there was blood noted in the syringe. The device was switch out and a proplege device was used successfully. No patient injury was reported.

Manufacturer narrative:
Device evaluation anticipated upon receipt of the device from the customer.

Manufacturer narrative:
Evaluation: the catheter endoplege coronary sinus cannulae was visually inspected and a kink was found at the first depth marker bands. The balloon was inflated properly and was able to maintained inflation for over two hours with no defects observed. The eccentricity of the balloon was found to be unacceptable. Upon evaluation of the device, blood was visible in the balloon indicating that blood did enter the balloon towards the end of the procedure. However, the location of where the blood could have entered could not be detected. The manufacturing of the cannula at the contract manufacturer has been discontinued. This device has been replaced by the next generation device. There were no nonconformities associate with the manufacturing of this lot. Since the root cause of what caused the blood to enter the balloon cannot be identified, no corrective action is required at his time. Due to the dried blood present in the balloon the root cause of the blood to entering the balloon cannot be determined. However, blood in the balloon was confirmed upon evaluation. The blood could have entered the balloon through a channel in the distal bond. Over inflation of the balloon can cause the balloon to leak or burst; however, there is no indication that this balloon was over inflated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.